Event description:
Reporter indicated that system diagnostics testing resulted in high impedance, indicating a possible lead break. Revision surgery is likely. No serious injury reported.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.